Event description:
The patient was admitted into the cath lab in 2006 where angiography revealed three vessel disease. The first lesion treated was a 75% stenosed, type b2 mid right coronary artery. The lesion was pre-dilated at 12 atm. A 3.0 x 18mm bx sonic stent was implanted at 12 atm, and another 3.0 x 13 mm bx sonic stent was implanted at 14 atm. These stents were overlapping. The lesion was not post-dilated. The second lesion treated was an 80% stenosed type b1 proximal right coronary artery. The lesion was pre-dilated at 12 atm and a 3.5 x 23mm bx sonic stent was implanted at 12 atm. The third lesion treated was a 70% stenosed bype b2 mid left anterior descending (lad). The lesion was pre-dilated at 14 atm and a 3.0 x 13mm bx sonic stent was implanted at 14 atm. The lesion was not post dilated. During treatment of the mid lad a guidewire perforation occurred causing "spilling of dye fluid in the pericardium." It was also noted that there was a diagonal branch occlusion. As a result of the patient experienced a lateral non q-wave myocardial infarction. Medications at baseline include: aspirin, nitrates, ace-inhibitors, statins and oral hypoglycemic agents.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.